Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2005, the plaintiff was implanted with a monarc sling system "with the intention of treating the plaintiff for stress urinary incontinence". It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, recurrent infection, urinary difficulties, dyspareunia," has "experienced significant mental and physical pain and suffering," has "sustained permanent injury," and has had "other injuries".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.